Event description:
Customer reported that following a radiology procedure, a vasoseal vascular hemostasis device was deployed. Following deployment the pt's artery was blocked and the pt was taken to surgery where a vascular graft was placed in the pt. The customer reported that the radiologist used sharp end of the tissue dilator which attributed to the collagen being placed intra-arterially. No further complications were reported.